Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer stated that he may call back later to troubleshoot. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/force sensor system and no delivery tests. No excessive "no delivery" alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.